Event description:
It was reported that a pt underwent a left paravaginal repair for repair of a cystocele after a vaginal hysterectomy on (B)(6) 2010, and suture was used. During the procedure, 3/4 of the needle broke off. The piece of needle was missing near the left pelvic side wall of the pt. Intraoperative usg and x-ray imaging confirmed the missing needle in the left pelvic side wall. The surgeon attempted to remove the needle under usg and x-ray guidance but failed. The surgeon decided to abandon further attempt in removing the needle. There were no adverse pt consequences reported and the pt is in stable condition.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.